Event description:
During an esophagus cancer resection procedure, used the device to close the cardia, after fired the device. The surgeon found some staples had malformed. Used hand sweing to finish the op. No pt consequence. One device returning.